Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the patient was in pain from the incision and wasn't sure if they pulled something. It was noted the patient was taking their antibiotic pills. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3057, product type: trial lead. (B)(4). If information is provided in the future, a supplemental report will be issued.